Event description:
Customer was not feeling well, but took her normal dose of insulin. Her blood sugar reading on her meter was 106 mg/dl. She ate a tangerine during the day. Her grandaughter called the paramedics, because the customer was "not acting like herself". When the paramedics arrived, the customers blood surgar on an unknown brand of meter was 25 mg/dl. It was also reported that the lot # and the expiratin date of the customers strips had been "rubbed off" the customer was treated at a local ER and released later the same day. Unknown treatment was administered.

Manufacturer narrative:
Customer's product has been requested back for investigation.